Event description:
It was reported that the system was explanted due to infection. No patient symptoms or outcome was reported. The drug contained in the pump was not reported; the manufacturer's device tracking system indicated baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The pump and catheter were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.